Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. Ts discussed an in-clinic assessment of the system. Additional information noted that this patient was seen at the clinic and testing took place which exhibited noise in the secondary sensing vector. The patient performed movements while capture all vectors was running. Additional information noted that a possible electrode replacement was taking place. Ts discussed a possible compromised electrode and recommended a revision of the electrode as well as rescreening and review of xray may assist in assessment of current position and whether adjustments are warranted given secondary vector is so small and appears to have changed since time of implant. A review of the x-rays did not show that the electrode had migrated. Additional information noted that a revision took place, and both the electrode and s-ICD were explanted and planned to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. Ts discussed an in-clinic assessment of the system. Additional information noted that this patient was seen at the clinic and testing took place which exhibited noise in the secondary sensing vector. The patient performed movements while capture all vectors was running. Additional information noted that a possible electrode replacement was taking place. Ts discussed a possible compromised electrode and recommended a revision of the electrode as well as rescreening and review of xray may assist in assessment of current position and whether adjustments are warranted given secondary vector is so small and appears to have changed since time of implant. A review of the x-rays did not show that the electrode had migrated. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock. The cardiologist advised the patient to do a complete remote monitoring download and attend the hospital. Upon device interrogation the next day noise was seen when reviewing the episode and remote monitoring review showed noise on the presenting electrogram (egm). The patient was admitted to the hospital and was being monitored with therapy turned off to prevent further shocks. Technical services (ts) was requested. Ts discussed an in-clinic assessment of the system. Additional information noted that this patient was seen at the clinic and testing took place which exhibited noise in the secondary sensing vector. The patient performed movements while capture all vectors was running. Additional information noted that a possible electrode replacement was taking place. Ts discussed a possible compromised electrode and recommended a revision of the electrode as well as rescreening and review of xray may assist in assessment of current position and whether adjustments are warranted given secondary vector is so small and appears to have changed since time of implant. A review of the x-rays did not show that the electrode had migrated. Additional information noted that a revision took place, and both the electrode and s-ICD were explanted and planned to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The system was expected to be returned. Should the system be returned analysis will be conducted and this investigation will be updated.